Event description:
An angio seal placed in my femoral artery following cardiac catheterization failed. I had severe internal bleeding and required emergency repair of my femoral artery to prevent death due to internal bleeding. The seal failed at approx 11 pm in 2007. The need to call in an emergency surgery team delayed repair until 4 am the next day. Dates of use: 10/2007-11/2007. Diagnosis or reason for use: to seal femoral artery after cardiac catheterization.